Event description:
Brush suddenly no longer remains on the toothbrush...have the brush in mouth - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head no longer remained on the oral-b toothbrush handle as it did not seem to click into place. While brushing her teeth, the oral-b toothbrush was in her mouth. No injury was reported. (B)(6) 2023 follow up via images: the concomitant product lot was 2 ab21050729. No injury was reported. (B)(6) 2023 case update: the suspect lot number was m1189. No injury was reported. (B)(6) 2023 case update from information initially received on 15-may-2023: the suspect product was oral-b power power oral care refills crossaction eb50. No injury was reported. (B)(6) 2023 product investigation results: the suspect product is oral-b power rechargeable toothbrush handle 3766 pro 2900 model d501.523.2h and concomitant product is oral-b power power oral care refills crossaction eb50. No injury was reported.

Manufacturer narrative:
06-jun-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush suddenly no longer remains on the toothbrush have the brush in mouth - oral-b [device breakage] case narrative: consumer via e-mail stated that the oral-b toothbrush head no longer remained on the oral-b toothbrush handle as it did not seem to click into place. While brushing her teeth, the oral-b toothbrush was in her mouth. No injury was reported. 19-apr-2023 follow up via images: the concomitant product lot was 2 ab21050729. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.